Event description:
During a review of the pump's event history by canada personnel, a colleague infusion pump was found to have experienced failure code 570:320:658, which had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 570:320:658 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).